Event description:
I was a dexcom g7 user. I woke up on (B)(6) 2025 I couldn't breathe, I was seeing stars, I felt terribly nauseated, I was weak and felt extendemos disoriented. Turns out my blood sugar was 30!! My dexcom did not let me know so I couldn't figure out what it was. I live with my baby and two dogs. I'm out of state so don't have any family. I could have gone into shock or a coma and no one would have known and my baby would have been in serious danger. This device needs to be taken off the market. About an hour later that day it notified me my sugar was low. Yesterday, (B)(6) the same thing happened. I was not notified my sugar was low. However, I knew the symptoms and knew this was an issue... What if this were a child? What if they didn't know any better. Take it off the market!!